Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2013-01659 pertains to the other device. It was reported to boston scientific corporation that two rx cytology brushes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, after the first brush (subject of this report) was put down the scope, while attempting to extend the brush, the wire by the handle bent. The bend in the handle made it difficult to extend and retract the brush. The brush was only able to be retracted halfway back into the sheath. This device was then removed through the scope with the brush still only partially retracted. A second rx cytology brush (subject of MFR. Report # 3005099803-2013-01659) was opened and tested before use. While testing the device outside the patient, the orange thumb ring (handle) detached. Despite the broken handle, the device was introduced through the scope, and the pull wire itself was held and used to push and pull the wire to obtain a sample. During actuation of the device, the wire bent at the handle, which made it difficult to extend and retract the brush. The brush was able to be fully retracted before removing the device through the scope. The procedure was completed with this second rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) brush failed to fully retract. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2013-01659 pertains to the other device. It was reported to boston scientific corporation that two rx cytology brushes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, after the first brush (subject of this report) was put down the scope, while attempting to extend the brush, the wire by the handle bent. The bend in the handle made it difficult to extend and retract the brush. The brush was only able to be retracted halfway back into the sheath. This device was then removed through the scope with the brush still only partially retracted. A second rx cytology brush (subject of MFR report # 3005099803-2013-01659) was opened and tested before use. While testing the device outside the patient, the orange thumb ring (handle) detached. Despite the broken handle, the device was introduced through the scope, and the pull wire itself was held and used to push and pull the wire to obtain a sample. During actuation of the device, the wire bent at the handle, which made it difficult to extend and retract the brush. The brush was able to be fully retracted before removing the device through the scope. The procedure was completed with this second rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found that the brush was not present upon receipt. The orange thumb ring was detached from the handle cannula. The handle cannula was bent in several locations and there were several kinks along the working length of the device (brush wire and the extrusion). Review and analysis of all available information indicated the most probable root cause for this event was operational context. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.